Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a sustained occlusion alarm on an infusion set and persistent hyperglycemia that resolved only after changing the contact detach infusion set, consistent with an insulin delivery occlusion. Symptoms included fatigue and mild diaphoresis. Outcomes included a temporary impact on blood glucose control without medical intervention or hospitalization. Investigation included complaint trending and technical review of the reported occlusion and user troubleshooting steps. Investigation of this case revealed that insulin delivery resumed after site and set replacement, consistent with an occlusion that cleared with supply change. It was concluded that the event was related to an infusion set occlusion that affected insulin delivery, with resolution after replacement and user education provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.